Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 897 mg/dl and ketones that were not identified as dangerous by a healthcare provider; cause was not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Reportedly, the customer experienced damage to their kidneys, details were not provided. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.